Event description:
It was reported that the customer was experiencing low blood glucose at night. The blood glucose reading was 1.25mmol/l. Reviewed the bolus history and found that the insulin pump delivered 10.0 units of insulin after midnight. It was stated that the customer denied delivering the insulin. No further info was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.